Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 517 mg/dl at the time of incident. The customer's blood glucose was 115 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window. The drive support disk was inspected and no anomaly was noted.